Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting and the intraocular pressure was slightly elevated (18-20mm hg). The lens was exchanged for a shorter lens and a suture was required. The intraocular pressure after exchange was 16mm hg.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl (13.2 mm) was explanted/exchanged for the same diopter, but different length (12.6 mm) icl, one week postoperatively to address excessive vaulting . The iop, before lens exchange, was 18-20 mmhg and therefore did not exceed normal eye pressure range (12-22mmhg). Secondary surgically intervention was uneventful and no postoperative sequelae were reported. Given the information that implantation of the shorter icl resolved the issue it is very likely that either patient related factor (anatomy) or procedure related factor (miscalculation) have caused the problem. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - intraocular pressure rise; size incorrect for patient; (lens explanted). Evaluation method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).